Manufacturer narrative:
E1: reporter phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer and assisted with troubleshooting the unit. The customer noted they were still able to monitor the patient at the central station but at the bedside the unit they were able not generate an alarm sound due to speaker malfunction. There was a speaker malfunction inop message at the central station. The rse advised the customer to remove the device from service and use the "loaner" mx40. The rse will follow up the customer for repair or replacement. It was mentioned the unit will not provide audible alarms if in monitor mode, ie: procedure or out of network service. A philips remote clinical support engineer (cse) followed up with the customer and diagnosed alarm fatigue and questionable functionality of the device and referred them to mx40 instructions for use (IFU). The cse also advised the customer to remove the device from service and use the "loaner" mx40. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the mx40 was not generating an alarm sound due to speaker malfunction. The device was in use on a patient at the time of the event, there was no adverse event reported.